Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339), b17 - device not returned, c20 - no findings available, d15 - cause not established, concomitant med prod data (1) . Correction: imdrf annex e and f codes. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin (pitocin) 30 units in 500ml. The patient had titratable oxytocin (pitocin) running through labor. The rn entered the room to titrate pitocin up per physician's order. Upon entry to the room, the rn noted that the infusion had already increased by 1ml/hr (from 6ml/hr to 7ml/hr). Upon review of the pump rate, it was verified that the infusion had increased at the proper time and proper rate per order. However, the pump had increased the rate on its own. There was patient involvement but the no harm.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin (pitocin) 30 units in 500ml. The patient had titratable oxytocin (pitocin) running through labor. The rn entered the room to titrate pitocin up per physician's order. Upon entry to the room, the rn noted that the infusion had already increased by 1ml/hr (from 6ml/hr to 7ml/hr). Upon review of the pump rate, it was verified that the infusion had increased at the proper time and proper rate per order. However, the pump had increased the rate on its own. There was patient involvement but the no harm.

Manufacturer narrative:
Additional information: imdrf annex g: g02017. Omit: g02001 - antenna.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that the pump increased the rate from 1 to 2 milliunits without manual programming or resending order details to the pump. The involved infusion was oxytocin (pitocin) 30 units in 500ml. The patient had titratable oxytocin (pitocin) running through labor. The rn entered the room to titrate pitocin up per physician's order. Upon entry to the room, the rn noted that the infusion had already increased by 1ml/hr (from 6ml/hr to 7ml/hr). Upon review of the pump rate, it was verified that the infusion had increased at the proper time and proper rate per order. However, the pump had increased the rate on its own. There was patient involvement but the no harm.